Manufacturer narrative:
(B)(4). The device was not returned for analysis. A trend was identified related to sheath split issues. The reported information indicates a sheath split issue may have occurred and this incident is therefore associated with this trend. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The reported clip caught at the distal end was concluded to be related to a potential product quality issue. The vessel locator wing retraction problem and subsequent treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after an interventional left heart catheterization. Reportedly, the starclose se vessel locator wings would not retract after clip deployment. The access ports were used to remove the device without issue. The starclose se clip was found on the distal end of the device. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.